Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was unable to confirm the reported condition. The IV pole panel button was too close to the internal IV pole latch for the lowering of the i.v. Pole. When the centrifuge caused the machine to shake, the screw would hit the latch and trigger the pole to lower slowly. The panel screw was tightened so that it was not close to the internal latch and would not cause the IV pole to fall. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices will be completed to address this issue. Root cause: the root cause of this failure was the IV pole panel button was too close to the internal IV pole latch.

Event description:
The customer reported that during a procedure, the IV pole on the equipment unexpectedly lowered down and does not stay latched in the up position. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.